Event description:
It was reported that bd alaris pump module infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the lipid occlusions when using the 1.2-micron filter with the tubing set (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the lipid occlusions when using the 1.2-micron filter with the tubing set 2202-0007. Six samples were submitted for quality evaluation. Visual inspection of the samples indicate that the samples are full of lipids and they will not flow with all clamps open. The customer complaint of flow issues - fluid blockage was confirmed. The root cause of the flow issue is a probable overuse issue of the filter. When administering different nutrients through filtered sets, sets must be switched in shorter intervals than those of regular soluble medications/ saline solutions. The filter is there to filter out particulates and when it gets full the functionality can be diminished. The root cause of the flow issue is a probable overuse issue of the filter. A device history record review could not be performed because the lot number is unknown.

Event description:
Material #: 2202-0007 and batch #: unknown. It was reported by customer that the lipid occlusions when using the 1.2-micron filter with the tubing set 2202-0007. Verbatim: rcc received a complaint via email. The topic of the lipid occlusions when using the 1.2-micron filter with the tubing set 2202-0007 has come up as a topic of conversation again. I remember when we spoke last year around these occlusions that pall filters were looking at changing their filter to help with the sticky lipids. Do you know where they are on that development? In addition, looking to see what product bd would recommend using besides the 2202-0007. I know if the past this would need a practice change and we were not at that point but would like to start having those conversations with the clinical staff again. We are meeting with our cns group on monday afternoon so hoping to have some high-level information to share with them at that time.